Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient experienced missing numbers. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of the missing numbers could not be determined. A root cause could not be determined.